Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy the device allegedly self-activated after priming the second time. No patient contact was reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/functional evaluation: per the service and repair evaluation , it was found that the instrument could not be primed. Upon further examination it was noted that: the cocking slide and sleds were deteriorated; the inner components of the driver were dry; the roll pin in the stylet sled had become loose; most of the screws in the device were loose; the indicator cover was damaged; and the stylet catch was out of the revised tolerance requirement. Image/medical record review: no image/medical record was provided, therefore a review could not be performed. Conclusion: the investigation confirmed for failure to prime, as the device was unable to prime in the as-received condition. However, the investigation is inconclusive for self-activation, as the device could not be functionally tested due to the priming issues. It is likely that the issues noted in the visual/functional evaluation contributed to the reported event; however, based upon the available information, the definitive root cause is unknown. The current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy the device allegedly self-activated after priming the second time. No patient contact was reported.